Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving sensor and blood glucose readings that were not close to one another. Blood glucose level at the time of the incident was 45 mg/dl. Blood glucose level at the time of the call was 315 mg/dl. The customer was advised as to the proper usage techniques. The insulin pump was not replaced or returned for analysis.